Event description:
An hcp later reported the pump contained gablofen beginning on 2014 (B)(6) and ending on 2014 (B)(6). The pump logs indicated the pump contained ¿bac¿ since 2014 (B)(6). The patient had been itching earlier in the morning on the date of the refill as well as the day prior to the refill. The hcp reported that the patient missed their pump refill and the pump had an empty reservoir. They were ok at the refill, and they were in no acute distress at the time of the refill. They also reported that the pump safe rate/safe state was in use. The patient recovered without permanent impairment. Additional information was requested to determine the cause of the safe rate/state.

Event description:
Additional information indicated that the patient did not have any concerns regarding the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Correction: it was reported an alarm was heard, but telemetry had not yet been performed. The patient¿s pump had been beeping since sunday (2014-(B)(6)). Technical services (ts) sounded both alarms for the patient, and based on patient's descriptions, the alarm she heard was potentially the critical alarm. The patient noted that her last refill was in (B)(6), and typically she has a refill every 4 months. However, her next refill was not scheduled until december. The patient reported a change in therapy effect. More specifically, the patient reported since 2014-11-17, her entire body had been itching and her arms had been shaking. The patient was advised to follow-up with her healthcare provider (hcp) to have her pump and symptoms checked. The patient left a message with her hcp¿s office, and was waiting for a call back. The pump was used to deliver baclofen (unknown). The cause for the patient¿s symptoms, the patient¿s outcome and the resolution of the event remains unknown. Follow-up was conducted to obtain this information. Should this information become available, this report will be updated. An hcp later reported the pump contained gablofen beginning on 2014-(B)(6) and ending on 2014-(B)(6). The pump logs indicated the pump contained ¿bac¿ since 2014-(B)(6). The patient had been itching earlier in the morning on the date of the refill as well as the day prior to the refill. The hcp reported that the patient missed their pump refill and the pump had an empty reservoir. They were ok at the refill, and they were in no acute distress at the time of the refill. They also reported that the pump safe rate/safe state was in use. The patient recovered without permanent impairment. Additional information was requested to determine the cause of the safe rate/state.

Manufacturer narrative:
Correction: the event summary was updated in this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient frequently let her pump go past the low volume state. The patient did everything on her time. The patient's itching resolved by the time the healthcare provider (hcp) saw her on (B)(6) 2014. The reporter believed that the previously reported safe rate/state was incorrectly reported because the patient was fine once the pump was refilled. At the time of this report, the patient was fine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).